Manufacturer narrative:
E1-initial reporter establishment name(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope exhibited image noise and became unusable. The issue occurred while performing a diagnostic trans nasal upper gastrointestinal observation. The procedure was completed using a backup device, and there were no reports of patient harm.